Manufacturer narrative:
The zoll catheter will not be returned to zoll for evaluation because the device was discarded by the user.

Event description:
A (B)(6) years old male patient ((B)(6) kg) was hospitalized and an intravascular temperature management was needed for fever management. A quattro catheter was inserted into the femoral vein by an experienced physician. The insertion was smooth. The indwell time of the catheter was 80 hours. The thermogard console was set to a target temperature of 37 degrees celsius. During therapy, the saline bag was found empty three times and consequentially replaced each time; a catheter leak was suspected. No fluid were noted around the patient or on the floor. The patient's ivtm therapy was continued with another quattro catheter placement. The current condition of the patient is intubated. No known impact or patient consequence was reported.